Event description:
Procedure type: unknown. According to the reporter: the pin from the locking collar came loose and fell onto or into the patient. It was not made clear if the pin fell into the patient. No further information could be retrieved about this event.

Manufacturer narrative:
Initial report sent: 11/15/2007.